Event description:
The customer reported that the generator turned off (shut down), resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel I/o board. The system operates as intended.